Event description:
It was reported that the rep performed a threshold test on this cardiac resynchronization therapy pacemaker (crt-p) for the left ventricular (lv) lead. The test reportedly didn't end and the patient fell and hit their head. The patient was admitted overnight for monitoring. This device and lead remain in service. No additional adverse patient effects were reported.